Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection identified brown particles in the drip chamber confirming the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set contained black particulate matter in the drip chamber. This malfunction was identified prior to use. There was no patient involvement. Additional information was requested and is not available.